Manufacturer narrative:
Reported event: an event regarding an abnormal ion levels and periprosthetic fracture involving a rejuvenate modular device was reported. The event was confirmed based on medical review. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted rejuvenate neck with scratch marks. Refer attached pics. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: the patient underwent a right total hip arthroplasty using a rejuvenate prosthesis. Several years later he required revision because of elevated iron levels. The post up revision x-rays revealed a periprosthetic fracture which was not internally fixed. I can confirm that the event occurred since I was able to review the original operation report and radiographs before and after revision surgery. Regarding the possible root cause of this event, I cannot determine this for certain. Failure of modular neck femoral components is a well-known clinical issue which can be multifactorial. As for the root cause of the periprosthetic fracture, this is most likely surgical technique related in either removing the well-fixed modular implant or upon insertion of the revision implant. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
Information received from legal: plaintiff alleges he underwent a right total hip arthroplasty on or about (B)(6) 2009 where he was implanted with a rejuvenate hip system. Further diagnostic workup revealed elevated levels of cobalt and chromium in his blood. Plaintiff has not yet been revised. Update (B)(6) 2021: it was reported that the patient's right hip was revised due to pain and elevated chromium and cobalt levels. A rejuvenate modular step construct, v40 lfit head, and 40g neutral liner were revised to a restoration modular stem construct, biolox ceramic head, and 36g neutral insert. Rep provided patient details, primary operative report, primary implant sales order, and pictures of the explants, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required.

Event description:
Information received from legal: plaintiff alleges he underwent a right total hip arthroplasty on or about (B)(6) 2009 where he was implanted with a rejuvenate hip system. Further diagnostic workup revealed elevated levels of cobalt and chromium in his blood. Plaintiff has not yet been revised. Update 26/august/2021: it was reported that the patient's right hip was revised due to pain and elevated chromium and cobalt levels. A rejuvenate modular step construct, v40 lfit head, and 40g neutral liner were revised to a restoration modular stem construct, biolox ceramic head, and 36g neutral insert. Rep provided patient details, primary operative report, primary implant sales order, and pictures of the explants, and confirmed that no further information will be released by the hospital or surgeon.